Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine device interrogation the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurments in all configurations. The rv threshold measurement had also increased from 1.0 volts to 1.8 volts. It was noted that the patient had been lost to follow up for the last year and a half. A revision procedure was performed where the rv lead was viewed under fluoroscopy. The physician believes he saw a lead issue, but it was not conclusive. The rv lead and ICD were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and header along with body fluid contamination in the lead barrels. No other anomalies were observed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.